Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). On 16-aug-2018 arjo has received information from (B)(6) in italy regarding the event with the participation of the arjo maxi twin passive floor lift. During the transfer of the patient from the bed to the wheelchair, the lift tipped over. The nurse tried to prevent the fall of the device. As the consequence of the event, the nurse had to go to the emergency room and later was sent to hospital. The patient (female, 40 years old, 65 kg) did not sustain any injury. There was no possibility to receive more information regarding the nurse's injury. The arjo representative visited the customer and performed an evaluation of the maxi twin lift. The inspection showed that the maxi twin was in good condition, no signs of damages were noticed. The device was manufactured on 03 december 2013 and was serviced by arjo. According to the information obtained, it can be concluded that during the maneuvering with the maxi twin lift, the lift's castor hit an obstacle in the transfer path (bed or wheelchair). As a result, this led to the loss of stability of the device and the lift tipped over with the patient. Based on that, it can be concluded that the nurse, who attend the patient during the transfer, did not follow warning included in the instruction for use (IFU 04.kt.00_11 issued on jun 2013) dedicated to the maxi twin passive floor lift: "to avoid entrapment, ensure the path of the movement is free from obstacles". The procedure of transfer is described step by step in instructions for use. In the labeling, there is a particular attention to the responsibility of the device owner to make sure that the device users are trained and knowledgeable of the contents of the labeling and correct lifting procedures. If the caregiver follows every guideline given in the device lift IFU, there is a very low possibility of any potentially risky situation to occur as all maxi twin lifts have been designed, produced and certified to meet the requirements of the iso 10535 stability test. To avoid recurrence of such situations, the training for the facility staff was conducted after the event. When reviewing similar reportable events, we have found a limited number of cases that may relate to the investigated issue investigated: maxi twin lift tilted during the resident transfer. The arjo device played a role in the event as it was used with a resident at the time of the event. The floor lift did not meet its performance specification. The complaint decided to be reportable due to an indication that the serious injury occurred.

Event description:
On 16-aug-2018 arjo has received information from (B)(6) in (B)(6) regarding the event with the participation of the arjo maxi twin passive floor lift. During the transfer of the patient from the bed to the wheelchair, the lift tipped over. The nurse tried to prevent the fall of the device. As the consequence of the event, the nurse had to go to the emergency room and later was sent to hospital. The patient (female, (B)(6) years old, (B)(6)) did not sustain any injury. There was no possibility to receive more information regarding the nurse's injury.